Event description:
A physicist from the radiological physics center was measuring the radiation parameters of the novalis unit. The measurements showed a radiation output greater than facility had stated as the correct radiation output. Upon review of facility's calculation spreadsheet, a data error was found. The spreadsheat requires the ratio to be entered in two locations. During this calibration, the ratio of 0.662 was only entered in one of those locations, and, consequently, the dose was underestimated. Therefore, when the dose was adjusted to deliver a 1.0 cgy/mu at the reference via the spreadsheet, the actual output was approx 1.5 cgy/mu.